Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction to d4: model number changed from m00534320 to m00534340 lot number changed from 0026236566 to 0026236567

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6), 2021. During the procedure and inside the patient, when the physician attempted to advance the stent, difficulty was noticed. The guide catheter was shortened and the distal tip of the stent kinked due to the force used to get the stent up the bile duct. The physician attempted to remove the stent but it deployed prematurely and was stuck inside the scope. The stent was then pushed out of the scope using biopsy forceps. A different device was opened and used to successfully complete the procedure. Subsequently, the physician used a snare to grab and retrieve the original advanix stent. When attempting to pull the stent through the channel, the stent broke in half. Both pieces of the broken stent were then removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to advance the stent, difficulty was noticed. The guide catheter was shortened and the distal tip of the stent kinked due to the force used to get the stent up the bile duct. The physician attempted to remove the stent but it deployed prematurely and was stuck inside the scope. The stent was then pushed out of the scope using biopsy forceps. A different device was opened and used to successfully complete the procedure. Subsequently, the physician used a snare to grab and retrieve the original advanix stent. When attempting to pull the stent through the channel, the stent broke in half. Both pieces of the broken stent were then removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.